Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a sensor failed after warm-up and the patient experienced a hypoglycemic event. The sensor was inserted into the arm on (B)(6) 2019. The patient's father stated the sensor failed during the night. Due to the patient experiencing hypoglycemia, she was admitted to a hospital on (B)(6) 2019 and she was released on (B)(6) 2019. At the time of contact, the patient was doing okay. Data was provided for evaluation; data review did not confirm a sensor failure for the event date. The root cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available. Labeling indicates: do not insert the sensor component of the g6 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g6 mobile system is not approved for other sites. If placed in other areas, the g6 mobile system may not function properly.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 03/23/2019. It was reported that the patient's father called the ambulance because the patient was having a seizure. No further event details were provided.